Manufacturer narrative:
Emdr section h6, codes a041001, c19, d12 and d15 updated to reflect results of product history review and product evaluation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Evaluation summary: the device was returned to w. L. Gore & associates for investigation. Submitted unfixed was one (1) gore® excluder® aaa contralateral leg endoprostheses (cl). The luminal and abluminal surface of the device was scantly to moderately covered with multi-focal to coalescing plaques of dried red/brown material consistent with blood. The lumen was widely patent. The device was returned without the constraint sleeve. Multi-focal outer-film disruptions were identified associated with four areas of stent frame exhibiting a blackened appearance with a wire discontinuity at one site (consistent with electrocautery during the explant procedure). Histopathological examination was not performed due to a lack of adherent tissue and due to the devices not being properly fixed prior to arrival at w. L. Gore & associates. Specimens were subjected to an enzymatic digestion process to remove biological debris. Following digestion, the device was examined for material disruptions with the aid of a stereoscope and sem. The stent frame appeared blackened in four locations with a wire discontinuity at one site; each site also exhibited multi-focal outer-film disruptions associated with these marks. One hole in the film measuring ~1 mm in length (longitudinal slit) was identified, underlying the stent frame in one of these locations. This site was consistent with the reported endoleak site identified in a video taken during the explant procedure and provided to w. L. Gore & associates. The cause and timing of the hole cannot be determined, however, the wire discontinuity and sites that presented with wire discoloration and the appearance of melted eptfe were indicative of localized heating consistent with electrocautery used during a surgical procedure (likely during device removal). No wear-related findings were identified.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm. Gore® excluder® aaa contralateral leg endoprosthesis was implanted with non-gore device. On an unknown date in 2025, aneurysm enlargement was observed, a type iii endoleak (fabric leak) and type ii endoleak were suspected. On (B)(6) 2025, open surgery was performed. It was confirmed that blood was leaking from the graft when the aortic proximal and distal sides were clamped. The device was explanted. The patient tolerated the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.